Event description:
It was reported that a pt experienced an allergic reaction to the sutures in the form of hives after surgery for excision of a varicocele. Currently, the pt still has hives. The surgeon is planning on removing the suture.